Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that the ctv (clinical target volume) volume changes during ats (adapt to shape). It was ascertained from the investigation that when calculating the area of a contour, a number of contour points are used to form a polygon. The more points used, the more accurate the area calculation. When adapting the anatomy, new contour points are generated which can differ from the original and will result in a different area computation. Since the volume of a structure is then calculated from the contour area, small differences in structure volume would be expected. These slight volume changes have been assessed as clinically insignificant. Monaco did not have any malfunction and was working as designed and intended and based on the available information there has been no patient mistreatment.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the ctv (clinical target volume) volume changes during ats (adapt to shape).